Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Further follow-up revealed that the patient underwent explant surgery as scheduled on (B)(6) 2013. It was reported that both generator and lead were explanted and that reimplant may occur at a later date. Attempt to have the device returned to manufacturer for analysis are underway; however, the device has not been returned to date.

Event description:
It was reported that the device was discarded and will not be returned to device manufacturer for analysis.

Event description:
Reporter indicated that the patient has been started on antibiotics and referred to the implanting surgeon for infection care. Attempts to obtain additional information have been unsuccessful to date. The extent of the infection is not known and it is unknown at this time whether or not the device will be explanted.

Event description:
Further follow-up revealed that the patient's sister reported to the surgeon that the tie down was exposed. The surgeon then scheduled the patient for revision surgery with possible device explant. It is unknown at this time whether the patient underwent surgery as planned and if so, whether or not the device was explanted.